Event description:
The caller stated that the pt has a custom trach whose outer cannula is a few millimeters longer than the inner cannula. The pt is currently using a trach with this dimension issue and the pt is awaiting a replacement to be recannulated.

Manufacturer narrative:
The tube is not available for return and investigation at this time. The device history record for lot number provided will be reviewed.